Manufacturer narrative:
Additional information: . Section h-3 device evaluated by manufacturer: the complaint device was not returned for evaluation as it remains implanted. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. Attempts were made to contact the customer account requesting additional information regarding complaint however, to date no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The plunger was difficult to turn while advancing the dib00 model intraocular lens (iol) on the mayo stand. After the iol was inserted in the patient's eye, a mark was observed on the iol. The suspect iol is not available for return as it remains implanted. No further information is available.

Manufacturer narrative:
Photo device evaluation: no suspect product was received; however, a photo was provided by the customer. The picture shows a pseudophakic eye implanted with an intraocular lens claimed to be a tecnis eyhance iol preloaded in the simplicity delivery system (model dib00). A triangular shape crack/scratch like-mark can be observed located in the lens mid periphery at 3:30 ¿ 4:00 (in relation with the picture orientation). The actual root cause and definitive clinical impact of the observed mark cannot be determined from a picture assessment; however, due to its location, it might not represent risk of clinical impact in the event the lens remains implanted. A photo of the suspect handpiece and cartridge was also evaluated. Due to the quality of the photo provided no issues could be identified with the simplicity device. Due to no product being received, no further evaluation could be performed. Complaint issue "dc-cosmetic issues" was identified during photo evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. The complaint issue "dc-difficult to use" was not identified during photo evaluation. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.